Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following malfunction was identified during the device evaluation: due to a defective plug unit, the image was not displayed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a noisy image. The issue had occurred during set up / inspection for use. There was no report of patient involvement.